Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements, decreased impedance measurements, and decreased r wave measurements. The lead was found to be dislodged. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.